Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had an excessive no delivery alarm and black display on his insulin pump. The customer's blood glucose level was unknown. The customer stated that while he was in mexico the insulin pump work. The customer was advised that the insulin pump is going to be replaced. No further information was reported.